Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps had a broken wire. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was first observed intraoperatively. The instrument had no loss of cautery and no thermal damage observed. There was also no arcing observed and no instrument collision. There was no issue with removing the instrument from the cannula. A backup instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Mechanical indentation to the yaw pulley is the affected adjacent component. Additional observation identified mechanical indentations to the yaw pulley near the conductor wire with the damaged insulation. The complaint was confirmed by failure analysis, a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The fae was unable to confirm conductor wire insulation damage as well as the wire becoming exposed.